Event description:
A (B)(6) female pt contacted zoll lifecor customer support service to report that she was having trouble charging one of her batteries. The pt was provided with a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has not yet been completed. The battery was sent to the MFR for eval. Will submit supplemental report upon completion of eval. No adverse event resulted from the defective battery. The pt received a replacement battery.